Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/25/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/23/2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined.